Manufacturer narrative:
(B)(4). Weight unknown / not provided a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #14 was removed due to bone loss around implant.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Associated lot #943288 was manufactured prior to 24-sep-2015, as a result, a UDI number is not required. The following sections are being reported: b4: date of this report was updated. D4: UDI number was removed. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: component code was added: 4755. H10: narrative/data was updated.

Event description:
No additional event information at the time of this report.